Event description:
According to rn levetiracetam 500mg/100ml was infusing and she heard the pump speed up. Equipment and tubing along with IV bags were tagged and sequestered. Review of infusion data indicated that the pump was programmed correctly to infuse this over 15 mins. Bag infused over 2 mins. Pt admitted for cerebral hemorrhage.